Event description:
Boston scientific received information that this patient exhibited high atrial impedances of greater than 2500 ohms and high thresholds. The lead was then tested through a pacing system analyzer (psa) and the impedance measurements were 438 ohms. The lead was then reconnected to the device header and impedance was again measured at over 2500 ohms. The physician believed that there was a device header issue and changed out the device with another device. All measurements are back within normal ranges. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.